Event description:
It was reported that during a prostatectomy procedure, the device locked out. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/14/2008. Evaluation summary: the analysis results found that device a and b were received with the clamping mechanism damaged and with a cartridge loaded in both devices. The cartridges were received fully loaded with staples. No functional test were performed due to the condition of the device, however, the returned cartridges were loaded into a test device and it fired, cut and formal all the staples as intended. The device were disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although, no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # e5mv26. Expiration date: 02/2013. Manufacturing date: 03/2008. Conclusion: damaged yoke.